Event description:
It was reported that noise was observed on the ventricular and atrial channels of the pacemaker. The noise was not always oversensed, had a higher amplitude in the right ventricle than right atrium, was recorded around the same time on different days and was therefore believed to be due to external electromagnetic interference (emi). All other measurements were stable. No reprogramming was recommended. The pacemaker was being observed. The patient was stable.